Manufacturer narrative:
The referenced report of history of driveline infection is covered under medwatch MFR report #2916596-2018-00428. The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. (B)(4). Approximate age of device - 1 year and 2 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted to the hospital on (B)(6) 2018 with a worsening driveline infection. The patient was found to have a small abrasion around the lvad site and was started on intravenous (IV) cefepime and IV vancomycin. The cultures obtained tested positive for staphylococcus aureus. Infection disease was consulted and cefepime and vancomycin were discontinued. Continuous ancef was initiated with plans to continue for 2-4 weeks. The patient was discharged to home on an unspecified date with orders to continue ancef until further notice. No additional information as provided.

Manufacturer narrative:
A specific cause for the reported event could not conclusively be determined through this evaluation. Log files were submitted for review and appeared to show the pump functioning as intended. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.